Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. After a non-bsc guide wire crossed the lesion, a 1.5mmx20mm coyote es balloon catheter was advanced and dilatation was performed in the proximal portion of the lesion. A coyote fc balloon catheter was then advanced to the lesion and dilatation was performed. Subsequently, a 1.2mmx15mmx141cm fg coyote fc (emerge¿) balloon catheter was advanced; however, during the first inflation at 6 atmospheres, the balloon ruptured. A 2.0mm coyote nc balloon catheter was then advanced and used to dilate the ostium of the posterior tibial artery and the anterior tibial artery and the procedure was completed. No patient complications were reported.